Event description:
It was reported that during insertion of the spring wire guide, the physician experienced difficulty withdrawing the spring wire guide. The wire guide began to unravel, and when it was removed, it was noted that a piece of distal tip was missing. The small piece of wire was removed via cut-down procedure. There were no additional pt complications.